Event description:
During an in-clinic follow-up, noise resulting in oversensing and automatic mode switch (ams) were observed on right atrial (ra) lead. A revision procedure was performed. The ra lead was explanted. The patient is stable. Additional information was requested but not yet received.